Event description:
It was reported that the plaintiff underwent a medically indicated revision surgery of the right hip on (B)(6) 2020 due to severe pain, limited mobility, and elevated cobalt and chromium levels. Intraoperative findings included notable metallosis, abundant black fluid, necrotic and blackened capsular tissues, and multiple fluid pockets with liquid black fluid and pseudotumor. The outcome of the patient is unknown.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
H3, h6. It was reported that revision surgery was performed on the patient¿s right hip. As of today, the devices used in treatment have been requested but have not become available. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review, device labelling and IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was not performed as the complained devices have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. The available medical information was reviewed. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (to severe pain, limited mobility, and elevated cobalt and chromium levels) were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without return of the actual devices or further information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on the results of this investigation, the need for corrective or preventative action is not indicated. Internal reference number: (B)(4).